Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.

Manufacturer narrative:
Additional information: product was returned. The front handle is broken off the micropituitary. The break appears to have been caused by side force placed on the handle through a twisted motion. The above observations are consistent with bend stress overload.

Event description:
It was reported that during a minimally invasive microdiscectomy procedure, the handle came off of the instrument. Although the inst rument was used in surgery, there were no patient complications reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.